Event description:
It was reported by the sales rep that before the surgery, the surgeon discovered a leak and noticed the endotracheal tube balloon was punctured by the electrode. A replacement device was used to complete the surgery. The endotracheal tube was not used in the patient and the patient's status is overall ok. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4).